Event description:
It was reported patient death occurred. A left atrial appendage (laa) closure procedure was performed, during which a watchman closure device was successfully implanted. The patient was subsequently discharged from the facility. During an offsite summit, a watchman coordinator from a healthcare facility informed a boston scientific research and development engineer that four (4) patients who had recently undergone watchman implantation experienced progressive worsening of heart failure symptoms post-procedure. According to the report, all four patients died within 4 to 6 months following device implantation, with heart failure cited as the cause of death. No additional clinical details, patient histories, or contributing factors were provided at the time of the report.

Manufacturer narrative:
B3: date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.